Event description:
Final purity of cd34 product = 6.1% and yield= 17%. Pre-processing data: platelet=1940x10e6/ml; %grans=16; rbc volume=16.53ml; tnc=6.641x10e10. Prior to loading product on isolex, it looked ok and we added about 300ml of working buffer. Details of run: ec: 71 / state-substate: transfer cells to chamber. Site called after trying to clear an ec71. Product is day old and has clumping in wash bag 1 and spinner. Lots of air bubbles in tubing. P2 = -240. Site used hemostat to relieve pressure and massaged was bag 1 prior to call. Ec77 resulted. Weight scales read 48, 69, 26, 17, 82, 2200 and p1 = -4/ p2 = -242. Used hemostat on p2 line again to relieve pressure two more times and massaging filter in wb1. When reattached pressure shoots back to -250, ec 71. Massaged tubing below chamber. Procedure continues, then ec 78 during drain wash bag 2. Tubing between pump door and cm2 is collapsed and wash bag 2 is empty. Placed hemostats on tubing from scales 1-6, waste, p1, p2, primary and secondary chamber; removed clamp manifolds one by one and opened pump door to look for obstructions. All ok then ec173 during wash circuit rinse. Lot of air and bubbles in line. Pressed ok and procedure continues into rosetting. Ec: 70 / state-substate: clear c13 line. Continued to work with site to resolve issue of clumps in the tubing issue of clumps in the tubing lines. Site had placed hemostat on p1 line and removed and replaced in attempt to clear on their own, but fluid was creeping up towards fluid detector 1 and they decided to call on second ec70. Moved tubing slightly to create ec97, which succeeded, but did not correct p1 issue and another ec70 occurred. Site reports clumps in spinner, chamber and especially at top of filtered wash bag 1. P1 = 13/p2= -1. Again placed hemostats as earlier and removed clamp manifolds 2-4 and opened pump door to check for obstructions. Also took wash bag 1 off weight scale 5 and mixed and massaged to attempt to clear clumps form to p port. Pressed ok and procedure continued. Ec: 70 / state-substate: clear c15 line. P1 = 64. Massaged tubing to wash bag 1 and mixed bag. Proceeded again with automated selection. Ec: 135 / transfer cells to final product bag wash bag 2 on weight scale 5 registering as empty but had 20mls or so in it. Increased weight load by 10 grams and continued. This allowed procedure to complete. Received final purity yield data on (B)(4) 2009.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. However, the operative report was not in english. Unfortunately, the device is not available for evaluation. A device history record review is currently in process.

Event description:
It was reported that the device was explanted after a implant duration of zero days. Through follow-up with the health-care provider, it was learned that this was an unsuccessful valve replacement. Per the response received, it was "impossible to implant prosthesis adequately".